Manufacturer narrative:
(B)(4).

Event description:
It was reported that a discoloration on the insulation of the rv lead was observed during a normal device change out procedure. The electrical measurements of the lead were normal and no anomalies were detected. The lead remains implanted and the patient was stable post procedure.